Event description:
Ventilator spontaneously turned off & then immediately back on during a routine vent check. No harm came to the pt as there was only a 10-15 second pause in ventilation. Ventilator was immediately replaced & the problematic ventilator was taken down to the department equiptment repair for testing with the full circuit in tact.